Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain. Upon evaluation, there was undersensing and loss of capture on the right ventricular lead. It was also determined that the lead had perforated. A revision procedure was scheduled. No additional information is available at this time. If additional information becomes available, this event will be updated.